Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power module device would not charge, had unintended activation/motion, ran in a locked position, would not run, had component damage and cracked/damaged housing. It was further determined that the device failed pretest for general condition & lever function, check motor shaft abrasion & free moving, check charging sockets, information button & self-test, charging and checking of power module in charger ubc ii, check device interaction ¿ power module to handpiece & lid, check for unintended motion with handpiece, check in ¿off/lock¿ mode with handpiece, function ¿ test and saw ¿ test. It was noted in the service order that the outer casing of the device exhibited a crack or physical damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.